Event description:
It was reported that the power-pro was being loaded into the back of the ambulance with a patient, when it was struck by another vehicle. The patient and one emt were both struck by the vehicle during this incident. The emt received serious injuries and the patient passed away as a result of the incident. The adverse consequences were a result of the vehicular collision and not as a result of the transport equipment.

Manufacturer narrative:
The adverse consequences were a result of the vehicular collision and not as a result of the transport equipment. The customer did not report any reported product malfunction that would have caused or contributed to this event. The customer has been sent a letter stating that the unit is no longer serviceable and should be removed from service due to potential structural damage that may have been sustained during the event. No reported product malfunction